Event description:
During preparation for use of the device for cardiopulmonary bypass, the user observed that the electronic gas delivery module would not calibrate. The oxygen sensor was replaced and the device returned to specified function. Manual control of the gas delivery remained available. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.